Event description:
It is reported by the patient that their insulin pump is giving a no delivery alarm. The patient's blood glucose level was unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.